Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/29/2024, an arthrex subsidiary employee reported via (B)(4) that an ar-9236-02pp univers vaultlock¿ glenoid trial peg broke in two pieces when trying to remove the trial from the bone with no excessive force used. The broken pieces were removed from the patient, and the case was continued and completed. This event did not affect the patient. This was discovered during a left total shoulder arthroplasty procedure on (B)(6) 2024, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information: g3, h3, h6. Visual evaluation of the customer-provided pictures noted an ar-9236-02pp univers vaultlock¿ glenoid trial peg broke in two pieces. Refer to attachments. The complaint allegation is confirmed based on the customer-provided pictures. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation and/or prying/leveraging during use.